Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump became unresponsive with a black screen, no wake response, intermittent touchscreen and unlock issues over several weeks, and no audible or vibration feedback while on a third-party charging pad; later the device powered back on showing a full charge, and charging issues were corroborated by battery logs indicating the device was not charging on the pad and had multiple battery drops greater than 35 percent within 24 hours. Symptoms included insufficient information. Outcomes included a delay to treatment or therapy while the user arranged backup therapy with their clinician. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem and unresponsive keys/buttons associated with the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.